Event description:
It was reported that this pacemaker device had pocket erosion. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.